Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv lead average impedance decreased from an approximately baseline of 650 ohms to less than 200 ohms over throughout the record. Ventricular lead warning occurred on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient the experienced syncope. It was noted there was high threshold, non-capture, low impedance and fractured on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: vedr01 implantable pulse generator (ipg), implanted: (B)(6) 2008, explanted: (B)(6) 2014. (B)(4).